Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported the tracheostomy tube was found leaking air after 3 days in situ. According to the reporter, the device was found leaking at the cuff. No incident related medical sequela was reported.

Manufacturer narrative:
The reported suctionaid tracheostomy 8.0mm soft seal cuff was returned for investigation. The returned device was received in used conditions without its original packaging. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and it was not possible to detect the tears on the cuff. Testing was performed and a syringe was used to inflate the cuff and it was submerged under water in order to verify for leaks. Leakage was detected and bubbles were formed so the complaint was confirmed.